Event description:
Customer received result of 3.1 mmol/l on aviva system 1, and result of 31.3 mmol/l on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. However, the container that was returned had been damaged by the customer. The cap was missing. This medwatch report is for the suspect device used in system 1 (lot number 491041, expiration date 10/31/2013). Reference medwatch report with (B)(6) for the suspect device used in system 2.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. This medwatch report is for the suspect device used in system 1 (lot number 491041, expiration date 10/31/2013). Reference medwatch report with (B)(6) for the suspect device used in system 2.